Event description:
Information was received indicating that during the use of a smiths medical cadd extension set for life sustaining infusion, slow leak was noted at the filter. Medication was still infusing, and patient received the remaining medication using the same device. No adverse effects were reported.